Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse replaced the needle, ran patient samples and ran control successful. No further action required by field service. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The most probable cause of the reported event was due to a needle clogged with rubber. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a 706 error l syringe with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.